Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. During the procedure, thrombus was noted on the access sheath and was aspirated. The 20mm device was taken out of the access sheath and a new one was prepped and successfully implanted.